Manufacturer narrative:
PMA/510(k)#: p100022/s001. As per an image review received for reports # 3001845648-2016-00169 and 3001845648-2016-00168 a third stent was identified as implanted in this patient at the one year follow up. The new stent was likely an 80mm zilver stent either 6 or 7mm in diameter, deployed slightly stretched by 5mm. It overlapped the adjacent stent by 6mm. No external compression, kink or fracture was present. Ultrasound performed at 3 years demonstrated moderate to severe, 50-80%, mid proximal in-stent stenosis. On (B)(6) 2016 treatment included atherectomy and balloon angioplasty and resulted in a residual stenosis of < 50%. Additional information is currently being requested and a follow up report will be submitted with the investigation conclusions.

Event description:
(B)(4). As per an image review received for reports # 3001845648-2016-00169 and 3001845648-2016-00168 a third stent was identified as implanted in this patient at the one year follow up. The new stent was likely an 80mm zilver stent either 6 or 7mm in diameter, deployed slightly stretched by 5mm. It overlapped the adjacent stent by 6mm. No external compression, kink or fracture was present. Ultrasound performed at 3 years demonstrated moderate to severe, 50-80%, mid proximal in-stent stenosis. On (B)(6) 2016 treatment included atherectomy and balloon angioplasty and resulted in a residual stenosis of < 50%. Additional information is currently being requested and a follow up report will be submitted with the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. As per an image review received for reports # 3001845648-2016-00169 and 3001845648-2016-00168 a third stent was identified as implanted in this patient at the one year follow up. The new stent was likely an 80mm zilver stent either 6 or 7mm in diameter, deployed slightly stretched by 5mm. It overlapped the adjacent stent by 6mm. No external compression, kink or fracture was present. Ultrasound performed at 3 years demonstrated moderate to severe, 50-80%, mid proximal in-stent stenosis. On (B)(6) 2016 treatment included atherectomy and balloon angioplasty and resulted in a residual stenosis of < 50%. The device of unknown rpn and lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: implantation angiography, 1 year post implantation x-rays and ultrasound, and 2 year port implantation ultrasound and abis are provided along with the complaint report; the target lesion was a long moderate to severe, 65% (2mm/4.4mm), mid to distal sfa stenosis superimposed on a back ground of diffuse mild to moderate, 25-50% stenosis. The disease was so diffuse than the reference vessel diameters were only short segments of normal artery. These were not immediately adjacent the target lesion but well removed. The proximal reference vessel measured in the proximal sfa was 4.3mm. The distal reference vessel measured in the popliteal artery just superior the knee joint was 4.5mm; placement of the calibration tape on the anterior thigh produced a magnification error of 7%. This was verified by calibrating off the angioplasty balloon; the stents were implanted from the sfa popliteal junction across the adductor canal through the mid sfa. The stents overlapped 2mm. The entire stented length was 158mm; the stented stenosis was completely relieved however inflow and outflow was limited by adjacent mild to moderately narrowed 4cm long segments adjacent the stents. Proximally the lumen was narrowed to 2.9mm and distally to 3.4mm. Additionally a 3mm stenosis was present in the pa at the knee joint; continuous single vessel runoff to the ankle was provided by the peroneal artery. No continuous single vessel runoff into the foot was present as both the anterior and posterior tibial arteries were occluded. The peroneal artery reconstituted the dorsal pedis artery at the ankle to provide runoff into the foot. The posterior tibial artery occlusion continued into the foot; imaging of the right iliofemoral inflow was not provided; the year follow up x-rays demonstrated an additional stent placed proximal to the original stents. The new stent was likely an 80mm zilver stent either 6 or 7mm in diameter, deployed slightly stretched by 5mm. It overlapped the adjacent stent by 6mm. No external compression, kink or fracture was present; ultrasound performed on the same date demonstrated widely patent stents; ultrasound performed at 2 years demonstrated moderate to severe, 50-80%, mid proximal in-stent stenosis. An abi performed on the same day was mildly abnormal at 0.95 impression: no imaging of the complaint event was provided however the ultrasound performed a year prior to the complaint event demonstrated a moderate to severe in-stenosis in the mid proximal stented segment. Whether this lesion was in the study stents cannot be determined because a third stent not mentioned in the complaint report was implanted after and proximal to the study stents; significant findings relative to the patient¿s anatomy were observed. The arteries overall were small and inflow and outflow limited. The inflow limitation was at least partially addressed by the third stent. Single vessel runoff into the foot was not present. Flow to the foot was provided by peroneal artery reconstitution of the dorsal pedis artery; significant findings relative to the disease state were observed. The atherosclerosis was diffuse with only short isolated segments of normal caliber vessel imaged. Additionally the patient was of advanced age and reportedly continuing to abuse tobacco; significant findings relative to the use of the device were not observed; significant findings relative to the design or performance of the device may have been observed. The more proximal of the two study stents have developed a moderate to severe in-stent stenosis from neointimal hyperplasia however this cannot be definitely confirmed because the stenosis could also be in the adjacent third stent.¿ the comments regarding the findings relative to the design or performance of the device are addressed in reports # 3001845648-2016-00169 and 3001845648-2016-00168. The customer complaint can be confirmed as a moderate to severe in-stenosis developed in the mid proximal stented segment. Imaging demonstrated that, at 2 years, a moderate to severe, mid-proximal in-stent stenosis developed. Whether this lesion was in the study stents cannot be determined because the stenosis could also have been in the third stent, addressed in this pr. It can be noted that the arteries overall were small and inflow and outflow was limited. Additionally the patient had pre-existing conditions including coronary artery disease, myocardial infarction, hypertension, chronic obstructive pulmonary disease, diabetes mellitus type I, hypercholesterolemia, advanced age and continued to abuse tobacco. The patient also experienced worsening claudication. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. It may be noted that worsening claudication/rest pain and restenosis of the stented artery are known potential adverse events associated with the placement of this device. As the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided the patient underwent a secondary intervention. Treatment included atherectomy and balloon angioplasty. No adverse effects were reported for this patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation into this event. Initial description submitted as follows: (B)(6). As per an image review received for reports # 3001845648-2016-00169 and 3001845648-2016-00168 a third stent was identified as implanted in this patient at the one year follow up. The new stent was likely an 80mm zilver stent either 6 or 7mm in diameter, deployed slightly stretched by 5mm. It overlapped the adjacent stent by 6mm. No external compression, kink or fracture was present. Ultrasound performed at 3 years demonstrated moderate to severe, 50-80%, mid proximal in-stent stenosis. On (B)(6) 2016 treatment included atherectomy and balloon angioplasty and resulted in a residual stenosis of < 50%.